Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and another indication. On the same day, the patient began treatment for the peritonitis with vancomycin (2 g, once), ip (intraperitoneally) and six days later, the patient received another dose of vancomycin (2g, once) ip. At the time of this report, patient was still in the hospital, however, it was planned that the patient would be discharged in 5 days (from receipt of this report). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896936 and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.